Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported through that the patient had expired due to multi system organ failure (msof). The vad coordinator (vc) stated that the patients death was due to right heart failure and chronic multidrug resistant pseudomonas aeruginosa of the lvad drive line. The vc stated that the driveline infection contributed to the patients death. It was reported that the pump was working as expected. The device will not be returned for evaluation.

Event description:
Additional information noted that the cause of death was related to failure to thrive.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The account communicated that patient suffered from right heart failure and chronic multidrug resistant pseudomonas aeruginosa of the patient¿s driveline. The patient expired on (B)(6) 2020 due to multi system organ failure (msof). The heartmate 3 lvad, serial number (B)(4), was not returned for analysis. Multiple requests for additional information were sent to the customer. No further information was provided. The hm3 lvas IFU lists right heart failure and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ this IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. No further information was provided. The manufacturer is closing the file on this event.